Event description:
The patient received his scs system on (B)(6) 2006. On (B)(6) 2007, there was a revision of the patient's lead that is documented in MDR 1627487-2010-01145. On (B)(6) 2008, it was reported that the patient was not receiving stimulation at maximum amplitude. The extension was explanted and replaced on an unknown date. The extension was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.